Event description:
While the device was ventilating a patient, a therapist entered the room and found the device in standby. The therapist stated the device was configured to ventilate the patient. It was noted that the patient was breathing spontaneously on the device. The patient was transferred to another device. No patient injury reported.